Manufacturer narrative:
Eval summary - these devices were implanted in 1994, thus giving them an in-vivo time of approx 15 yrs. The surgeon reported that the knee was worn. Because there were no x-rays, surgical notes, or returned devices for eval, a definitive root cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Surgeon removed entire knee due to wear.